Manufacturer narrative:
The following summary statement is provided from varian's investigation report: "the bearing keeper ring suffered catastrophic ductile failure with the material surrounding the 6 countersunk holes torn out. There is consistent evidence that the collimator suffered a collision during gantry rotation as the gantry neared 270 deg (9 o'clock) with the accessory mount striking a rigid fixed object. This evidence clearly indicates that the collimator was pried off the head frame in an upward direction." Although the physical evidence clearly indicates that the collimator was pried off as a result of collision, varian is continuing to work with company to resolve their concerns about this incident. Currently, varian is considering providing a notification to ximatron customers reminding them to follow labeling in the user's manaul with respect to avoidance of collisions and the need to inspect the device following any collision. Varian will provide a final report based on completion of final investigation.

Event description:
In 2004, varian was informed by clinic that the collimator fell off a ximatron machine, during gantry rotation from 0 to 270 degrees. Subsequently, varian service personnel inspected the equipment on-site and components from the machine were shipped to MFR for engineering investigation. It is varian's conclusion that no malfunction of the device occurred. Additionally, there was no report of any injury occurring as a result of this incident. Varian has been informed that the clinic reported this incident to med watch on october 11, 2004.